Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of 0 ohms. Boston scientific technical services (ts) reviewed and noted this was an invalid measurement which indicates the impedance was saturated, indicating high out of range. It was noted that the patient has a bone stimulator. Ts discussed continuing to monitor with the health care professional. The lead remains in service. No adverse patient effects were reported.